Manufacturer narrative:
Additional information was requested and received. Evaluation summary: at the visit on site the field service engineer (fse) identified the system message in the log file. The fse replaced an energy sensor and the monitor. The fse advised the user to perform an energy check before each treatment, as given in the user manual. No material is expected to be returned for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer's acceptance criteria. The root cause is unknown, because no material is available for evaluation. The most likely root cause was a defective energy sensor. A potential contributing root cause is the omitted energy check before each treatment. (B)(4).

Event description:
A customer reported an energy related system message was displayed at the start of a treatment. The message could only be cleared by rebooting the system. The patient did not experience any postoperative consequences. Additional information was requested and received.